Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep at 10 millimeter (mm) depth. Immediately following the valve implant, chest compressions were performed due to no pressure or perfusion. At some point, the valve migrated ventricular due to chest compressions and the low valve depth. Thirty-five days post valve implant, a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.